Event description:
Implant date: 9/5/90. Post operative x-rays revealed slippage of rod on the right side. Revision surgery on 8/8/91 to remove all hardware. It was noted that there was a solid fusion.